Event description:
It was reported that the bd sedi-40 fixation plate below the lip of the tube rack broke during use. The following information was provided by the initial reporter: "damaged cable, send us a new part so that we do not have to disassemble the cameras we have in stock.¿

Manufacturer narrative:
H.6. Investigation summary the fault reported by the customer could not be investigated as the instrument was not returned. A device history review could not be completed as no batch number was provided. However a replacement power cable was to be shipped.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sedi-40 fixation plate below the lip of the tube rack broke during use. The following information was provided by the initial reporter: "damaged cable, send us a new part so that we do not have to disassemble the cameras we have in stock.¿